Event description:
During removal from the package, prior to utilizing the product in the patient, the hub was found separated from the catheter shaft. Another product was utilized to complete the procedure.